Event description:
It was reported to philips that the system powered off unexpectedly during clinical use on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the review module and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).